Event description:
A report was received from the USA, stating that the device was not working. The device was not being used during surgery. It was unknown if injury or medical intervention occurred. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent. (B)(4).